Event description:
The rep further reported that the ins no longer functioned. The ins was replaced with a different manufacturer's device. The rep had no additional information regarding this event. The symptoms, programmed settings, and what is meant by not working remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
The (B)(6) reported via the company representative (rep) that the implantable neurostimulator (ins) was not working anymore. It was unknown what led to this event. Diagnostics and troubleshooting performed were not specified. Surgical intervention occurred, the ins was explanted. It was unknown if the issue was resolved at the time of this report. The patient's status at the time of this report was unable to be obtained. The ins was available at the hospital to be taken for analysis. The patient outcome remains unknown at this time. If additional information is received, a follow up report will be sent.